Manufacturer narrative:
Although the case is confounded by the reported blood clots, based on the overall information currently available for this report, a possible contributing or causal role of the jada system for the need of escalating treatment (uterine artery embolization [uae]) to preclude permanent body damage/impairment cannot be excluded. Out of an abundance of caution, the company will report this case as a serious injury MDR. Per the jada system IFU: "signs of patient deterioration or failure to improve indicate the need for reassessment and possibly more aggressive treatment and management of postpartum hemorrhage (pph)/abnormal postpartum uterine bleeding.", "evaluate for lacerations, retained products of conception, or other causes of bleeding prior to using jada." And "jada is not a substitute for surgical management and fluid resuscitation of life-threatening pph/abnormal postpartum uterine bleeding."

Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." Following jada treatment, the subject in this report received uterine artery embolization (uae). The subject of this report is a (B)(6) woman, race reported as unknown, first pregnancy with pre-eclampsia, asthma, and current covid-19 infection during this pregnancy as significant medical history. On (B)(6)2021, she presented for an induced labor at 34.6 weeks. On admission, her height was noted as 165 cm, weight (B)(6), bmi 35.48, and hemoglobin (hgb) 11.6 g/dl. Her hgb at discharge was noted at 8.1 g/dl. She received epidural anesthesia for delivery of a single infant and twenty hours of oxytocin for induction and then a bolus at the time of the infant's delivery. The subject was noted to have postpartum hemorrhage (pph) related to uterine atony after her delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to jada insertion, this subject received misoprostol and txa (1 dose). The cumulative blood loss prior to jada insertion was noted as 548 ml. Jada treatment was initiated on (B)(6) 2021, 30 minutes after delivery of the placenta. The total in-dwelling time for jada was 3 hours and the total amount of blood collected in the canister during jada treatment was documented as 100 ml. The patient received txa (1 dose), two units of red blood cells, and one unit of fresh frozen plasma after jada treatment. The patient was treated with uae after the initiation of jada treatment. A note on the ruby crf stated, "jada in place x3 hours then cuff deflated, and suction turned off. Removed jada and scant amount of bleeding on pad. With fundal massage, large clot expressed, with bimanual exam the lus is filled with clots, and these are evacuated. Clots weighed 680 ml total eblow 1724. Pt to ir for bilateral uae, total qbl ended at 1875 cc." It was also noted on the ruby crf, "pt needed ongoing treatment for pph, severe preeclampisa requiring ongoing bp medication management." The total blood loss for this case was 1875 ml. The patient received intrapartum antibiotics for group b streptococcus (gbs) and postpartum antibiotic (ancef) was administered with the indication of "jada use". To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". Requested if the site retained the device or recorded the lot number for this case on 03/16/2022. This site reported that they discarded this device and do not record lot numbers for jada devices. A good faith effort has been made to obtain this information.